Event description:
During a pubic symphysis bone biopsy and aspiration of a retropubic collection, part of the plastic catheter was lost and remained in the public region. The incident was not detected by the radiologist during the procedure (noted presence of sclerotic bone that was difficult to biopsy, with no other reported issues). In the following days, the patient developed an inflammatory syndrome and public swelling. A CT scan performed on (B)(6) 2026 revealed a foreign body in the pubic symphysis. Surgical removal of the foreign body (identified as part of the puncture catheter) was performed on (B)(6) 2026.

Manufacturer narrative:
The suspected device is not expected to return. A follow-up will be submitted when the evaluation is complete.